Event description:
Information received that the bed head section was not going up. No injury reported.

Manufacturer narrative:
Technician located the bed in warehouse. Found head section would not go up due to stuck valve. Replaced the valve to resolve this issue.